Manufacturer narrative:
On 21-dec-2022, intuitive surgical, inc. (Isi) contacted the hospital's robotics coordinator (roco) and obtained the following information. The roco stated that no fragment felt into that patient, the procedure date was on (B)(6) 2022 and it was identified at the end of the procedure. The procedure was completed without any patient injury or harm. The symptom resolution was to disconnect the arm and having to break the tip of the robotic arm in order to remove to trocar. No spare instrument was needed to be used because the procedure was already completed. The robot arm was removed from the robot, because the trocar was stuck to the robot arm and so there wasn't a way to get the trocar off the instrument arm without actually breaking the robot arm because the instrument tip that was sent back to isi had a piece of metal obstructing. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa was able to reproduce/confirm the reported complaint. Fa found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. Chipped pieces and fragments appear to be missing. The entire distal tip is separated from the main tube. The distal tip was returned with the instrument. Common causes of the failure mode are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional observation(s) not reported by site: the instrument was found to have the metal proximal clevis broken. Broken pieces are not missing as a result of breakage. The proximal clevis is completely separated from the main tube. Common causes of the failure mode are typically attributed to mishandling/misuse. Damage from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. The instrument was found to have a broken grip cable at the distal end. The instrument was found to have a broken grip cable at the proximal clevis. The entire cable was separated from the main tube. All other cables at the proximal clevis were also separated. Common causes of the failure mode are attributed to component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The instrument was found to have a broken distal pitch cable at the distal end. The broken cable was completely separated from the main tube. Common causes of the failure mode are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, that an 8mm prograsp forceps instrument broke inside the cannula and was hard to remove. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that an 8mm prograsp forceps instrument broke inside the cannula and was hard to remove, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device, but the instrument has not yet been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broken inside the cannula and was hard to remove. The current information is ambiguous, it is likely that the instrument could not be removed from the cannula due to an unknown loose component or loose pin. The unknown loose component or the loose pin could indicate that a pin was insufficiently swaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.